Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 20 mg/dl when paramedics arrived. Customer reported that she also had pneumonia. Customer stated that he doctor change her insulin pump because she was having problems with it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.